Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Describe the problem/event & any patient treatment/impact (no emotion, hyperbole or hearsay): according to the notice received by way of a civil action complaint filed on february 26, 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015 by (B)(6). The complaint alleges tilt and perforation. The complaint specifically alleges ¿two of the four perforating struts, extend greater than 3 mm beyond the wall of the inferior vena cava. Two of the perforated struts come in near proximity to the wall of the abdominal aorta. A third strut contacts the anterior spine. The irretrievable filter subjected plaintiff to the risk of future and progressive filter failure including migration, fracture, embolization of a fracture, clotting, thrombosis and even death. Plaintiff was forced to live with the possibility that these complications could happen to him at any moment which led to severe fear, stress, anxiety and loss of enjoyment of life.¿ argon¿s attorneys are attempting to gather additional information.